Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The connection from the anesthesia control board (acb) was re-seated and the unit was returned to service.

Event description:
The hospital reported the unit went into a system reset. There was no reported patient injury.